Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was not giving enough power. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found the laser indirect ophthalmoscope (lio) headset fiber to be damaged. The damaged lio fiber caused low transmission of the laser energy. The lio was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The laser indirect ophthalmoscope (lio) cable was received and a visual assessment of the returned sample showed no obvious nonconformities. Further testing found that the cable met product specifications. The laser indirect ophthalmoscope (lio) serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).